Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, air bubbles were observed within the pump supplies. Customer removed air bubbles from cartridge and resumed insulin. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection and delivered a bolus via pump to address their bg level.